Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through an axillary insertion site, which is an off label use, and multiple "autofill failure" alarms were generated. There was no reported injury to the patient.